Event description:
Procedure type: low anterior resection. According to the reporter: the reload on the 2nd firing did not fire completely and when this occurred the distal end of the stapler fell apart. Pieces fell inside the cavity but all of the pieces were retrieved. A new stapler was opened and transected again. Approximately 1cm of tissue loss occurred. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).